Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) manager reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be visually observed in the dialyzer. It was also reported that the machine alarmed appropriately. An estimated blood loss (ebl) was not reported. There were no reported adverse effects experienced by the patient. No medical intervention was required as a result of the reported event. It¿s unknown if the patient was able to complete their treatment. In addition, it was indicated that the complaint device was available to be returned for evaluation. Attempts to contact the rn manager were unsuccessful and additional information could not be obtained.